Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties and stent dislodgement occurred. The target lesion was located in the severely calcified left anterior descendingartery. A 2.50 x 16mm synergy drug-eluting stent was advanced but failed to crossthe lesion due to calcification. During removal the stent was caught on the sheathand dislodged. Another 2.50x16mm synergy stent was advanced but the samething happened. Both stents were left inside the patient and the procedure wascompleted with a different device. No complications were reported and the patientstatus was stable.